Event description:
It was reported that this implantable pacemaker exhibited noise and oversensing on the right atrial and right ventricular channels. Due to this, inappropriate atrial tachy response (atr) episodes were stored. Additionally, loss of capture on the right ventricular channel is also suspected. Further review of the system was discussed. This device remains in service. No further adverse patient effects were rpeorted.